Event description:
It was reported that the transmitter would not power up, after a lightening storm. After the prongs were removed from the adapter, black residue was noted. The device would be replaced.

Manufacturer narrative:
.